Event description:
Caller reported a cgm error, specifically error 42. There was no adverse impact to the customer¿s blood glucose level. Customer was guided through a pump reset by technical support, after which the cgm error did not reoccur, and the customer successfully started their sensor session.